Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap and minicap transfer set that resulted in a leak; further described as the set could not be tightly combined with the mini cap, and the povidone-iodine would always leak out. The nurse changed four mini caps and the issue was the same. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.